Manufacturer narrative:
H10 additional information can be found in section e1 - first name, last name, initial reporter email.

Manufacturer narrative:
D10 - date returned to mfg - november 16, 2020. Eight new list# (B)(4), tego connectors (lot 4593003) were received and visually inspected. As received, no visible damage or anomalies were observed. No used product or mating devices were returned. Each sample met pressure and vacuum leak test expectations outlined in the product performance specification. The reported complaint cannot be confirmed. A DHR lot# 4593003 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a tego connector that when connecting the connector to the arm, water bubbles came out and the dressings appeared stained with blood. The event occurred during patient use, however, no one was harmed as a result of this event.